Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries, perforated distal small bowel with adhesions and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No medical records, autopsy, or death certificate have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2010. It is also alleged by patient attorney that patient had unspecified injuries, perforated distal small bowel with extensive adhesions, extensive revision surgery to remove the mesh implant, resect a portion of small bowel, and lyse adhesions. It is also alleged, by the patient's attorney that on (B)(6) 2018, a result of her revision surgery and the severity of her injuries caused by her mesh implant, patient passed away a few days post-surgery due to intestinal ischemia. As alleged, this short form complaint asserts a claim for wrongful death by the personal representative for the estate of the patient. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."